Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician¿s medical assistant they were unable to interrogate the patient¿s device. The company representative explained that she went to the office later that day, (B)(6) 2015, at which point they used her serial cable and everything worked. Additional troubleshooting, including using the physician¿s wand and programming computer with the company representative's serial cable, ruled out all other possibilities and confirmed the failure to interrogate was caused by the serial cable. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The suspect serial cable was received by the manufacturer for analysis. Product analysis for the returned serial cable was approved on 03/09/2016. Analysis found that the cause of the mechanical problem was associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. (B)(4) had been created to address this issue.